Manufacturer narrative:
The customer complaint of tubing came apart and leaked was confirmed. No product will be returned per customer. Photo provided by the customer observed that the silicone segment was completely separated from the lower fitment. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported that during an amiodarone infusion (16ml/hr (0.5mg/min), an ail alarm occurred, and as the pump door was opened, the set leaked and splashed. The user opened the door and discovered set had separated. No patient harm was reported. The event occurred on the burn, trauma, high acuity unit.

Manufacturer narrative:
Although requested, device has not been received, and the customer declined to provide any patient details. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an amiodarone infusion (16ml/hr (0.5mg/min), an ail alarm occurred, and as the pump door was opened, the set leaked and splashed. The user opened the door and discovered set had separated. No patient harm was reported. The event occurred on the burn, trauma, high acuity unit.